Event description:
The customer reports the ventilator did not deliver gas to the pt. There was no pt injury, the ventilator was in synchronized intermittent mandatory ventilation=press, rate=40, forced inspiratory oxygen=40, pressure support=6, peep=5. There was an audible alarm and a visual alarm noted. The type of alarm is unknown.